Manufacturer narrative:
The pump passed the self test. All buttons function properly. Pump was cut open to perform visual inspection no damage noted to keypad assemblies. 0.0 can be seen when programing a basal. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, corroded motor home switch. Pump passed required test and all buttons function properly. Keypad unresponsive was not confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad not responsive. The customer reported hypoglycemia. The customer reported blood glucose value of 41 mg/dl. The event involved product(s) mmt-1894md, mmt-7040ma, mmt-381a, mmt-332a. Troubleshooting was performed for keypad anomaly. Buttons remained unresponsive after troubleshooting. Troubleshooting was not performed for low blood glucose. It was unknown whether the customer has used the insulin pump system within 48 hours of the reported low blood glucose event and the smartguard/auto mode of the insulin pump at the time of reported low blood glucose event. No further patient complications were reported. It was expected that the customer would discontinue the use of the pump. Mmt-1894md was requested and customer response was the device will be returned. No product return is required for mmt-7040ma. No product return is required for mmt-381a. No product return is required for mmt-332a.